Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a cracked case. There was a primary audible alarm bgnd test alarm found in the event history log. Functional testing was unable to duplicate the reported problem; however, it was verified in the ehl. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a system failure. Found during maintenance, there was no patient involvement.